Manufacturer narrative:
The patient reattached the transfer set after it fell off, touch contamination. This was further specified as the patient had dropped the transfer set on the floor and replaced it with calling the pd nurse (previously reported as the patient reattaching their transfer set to the patient line after they had disconnected from each other and fell on the floor). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which was further described as a touch contamination due to the patient reattaching their transfer set to the patient line after they had disconnected from each other and fell on the floor. The connection issue resulted in peritonitis manifested by abdominal pain and hazy effluent. The patient was hospitalized with abdominal pain and was treated with ceftazidime and vancomycin (no further details) and subsequently "released" home. The following day the patient was treated in the pd department with ceftazidime (1g, for two days, route not reported). Once the culture results were back, the patient was treated with vancomycin (1.5g, four days after event onset, four days later and again four days after that, route not reported) for peritonitis. The patient¿s outcome was not reported. It was not reported if pd therapy was ongoing. The patient was retrained on aseptic technique. No additional information is available.